Event description:
Two staff members were transferring a resident from a bed to a chair. As the resident was being moved to the chair the lift tipped to one side. The resident was taken to the hospital. They have a fractured clavicle.